Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the buffer valves and the mix motor to resolve the issue. The fse performed quality control and samples, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for sodium and chloride on their au480 clinical chemistry analyzer. The samples were re-analyzed, and results were normal. The patient samples were re-analyzed, and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics, however, indicated sodium result was around 190 mmol/l.